Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a suspected perforation diagnosed on x-ray was observed. The patient had been experiencing chest pain, and during device interrogation, the rv lead was found to not be capturing when the patient¿s device was programmed to high output. The patient¿s perforation healed on its own after the lead replacement procedure, and the lead was discarded by the hospital after being explanted. The patient was stable before during and after the procedure.